Event description:
Rptr noted pt had high myopia and weak posterior capsule. Anterior chamber was deep, used I/a tip (356-1007) as usual, but posterior capsule rupture occurred. Felt aspiration port pulled capsule; suspected a projection around port of tip.